Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg, which is off-label usage of the device. According to the patient¿s parent, approximately on (B)(6) 2025, the patient was brought to the hospital. No specific symptoms were reported but the patient was brought to the hospital by the parent. At an unknown point during the event the patient was treated by the parent with insulin. When a fingerstick was taken the cgm reading was 6.0 mmol/l, and the blood glucose reading was 29.0 mmol/l. The patient would have experienced diabetic ketoacidosis. The patient was put on a ¿drip¿, which was understood as treatment with intravenous fluids. It is unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.